Event description:
A 5 1/2 year-old boy, was originally implanted on december 5, 1995. His system functioned normally and there were no reports of any problems from the time of implant until september 13, 1998. On that day, pt's parents noticed that the speech processor's led light was blinking, indicating "no link". They called the implant ctr to report the problem and were instructed to try new cables and batteries. This change-out of equipment did not resolve the problem. Pt was seen at the center the next day, september 14, 1998, for device evaluation. Testing conducted by the center's audiologist confirmed the device was no longer functioning. Explantation/reimplantation took place on september 29, 1998. Pt was reimplanted with another clarion device.